Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Review of the device history record for 00515048201, lot number z000006784, identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product. However, the sealed packaging had been opened by the customer. This complaint cannot be confirmed. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. The root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Reviewing the complaints for the lot number z000006784 shows 1 other complaint for this part and lot number.

Event description:
It was reported that during surgery, the foreign substance was found inside the product's sterile package. Therefore, the surgeon used an alternative one to complete the surgery. As a result, the surgery was finished without any problem. No adverse events have been reported as a result of this malfunction.